Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib charge error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer report was observed during review of the device activity logs. However, the device was put through extensive testing including battery tests without duplicating a malfunction to the device. The battery lugs were replaced as a precaution. Review of the device activity logs did show a low battery occurrence, which confirms that the battery was reporting charge capacity appropriately. Analysis of reports of this type has not identified an increase in trend.